Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (impedance notifications / communication faults) was investigated. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaging internal wires. The cause of the impedance notifications and communications faults is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing 'impedance' notifications and communications faults.